Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sensor expired prematurely. There was no reported adverse impact. Customer replaced the sensor to resolve the issue.

Event description:
It was reported that the sensor expired prematurely. Tandem technical support was able to determine that the sensor did not expire prematurely, as the customer reportedly did not stop the previous sensor session properly. There was no reported adverse impact.